Event description:
A valiant thoracic stent graft system was implanted for the treatment of an acute descending thoracic dissection under physician sponsored ide# (B)(4). Aneurysm and vessel morphology are unk. It was reported there was a persistent type 1 endoleak and proximal aortic dilatation. CT 2 days after surgery showed a type 2 leak at the subclavian to axillary artery bypass and the pt underwent another procedure with the deployment of another MFR's plug and coil embolization. Angiogram at the end of the procedure showed resolution of the type 2 endoleak. A CT the next day noted a type 1 endoleak. The physician will monitor the pt. No clinical sequelae were reported and the pt is fine. No additional info is available for this event.

Manufacturer narrative:
Results: endoleak. No further info available. Conclusion: no further info available.